Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images at the customer site on (B)(6) 2016. Instrument information analysis shows that the dispense pattern of the blood samples in question was correct in the microplate, and that there was no error reported in the event logs.

Event description:
On (B)(6) 2016, a customer reported transposed sample blood group outcomes on galileo neo for two (2) blood samples.